Manufacturer narrative:
The product was returned for evaluation. Microscopic examination was performed and found no visible damage. A device history record (DHR) review did not find any non-conformities or anomalies related to this event. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the information provided, the root cause is "no known device problem" and the event is likely unrelated to the use of the device.

Event description:
It was reported that an iol optic was scratched during loading into the inserter and implanting in the eye. The incision was enlarged to remove the lens and lens was replaced with a back-up lens of the same model and diopter. A suture was used to close the wound. The patient has recovered from surgery. Additional information was requested, but not received.